Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is pericardial effusion due to perforation during implant of the leadless implantable pulse generator (ipg). It was noted that the device was not deployed as the perforation was observed. A pericardiocentesis was carried out, drugs were applied, ventilatory assistance was initiated and cardiac massage was necessary, however the patient could not be revived.